Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) the patient's arm was fractured during induction testing. It was reported that three defibrillation threshold (dft) tests were performed. The first two tests were unsuccessful with high shock impedance measurements observed. The electrode was repositioned with successful dfts and acceptable shock impedance measurements. After the procedure the patient experienced arm pain. An x-ray found an avulsion of the mural tuberosity as well as a comminuted fracture of the humerus. Extensive surgical management was recommended by an orthopedic consult, however has not yet begun. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information through a letter provided by an attorney representing the patient. Provided in the letter was an update that the patient is presently attending physical therapy as a result of injury that occurred during the implant procedure. According to the attorney, the patient's injuries were significant enough that the patient may never regain full use of his arm. The hospital where the patient underwent the s-ICD implant procedure is further investigating with boston scientific to gain a better understanding of how the injury might have occurred.